Event description:
It was reported that a pt underwent a sling procedure in 2008. During the procedure, the surgeon was unable to stop leakage during the crede maneuver. The surgeon kept tightening the tape up but it would not tighten. Finally, the surgeon pulled the tape out to reposition and found that the tape itself had nearly separated from the fleece pads. The procedure was discontinued. The surgeon planned to bring the pt back for a different type of sling device as she felt that there was too big of a dissection track initiated from both attempts at passing the sling device, as well as from the pt's previous anterior repair. Currently, there is no sling procedure scheduled.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is rec'd, any further info derived from the eval will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.